Event description:
It was reported that during routine follow up, the device was far p-wave oversensing. Patient was asymptomatic. The device was reprogrammed. Six weeks later, far p-wave oversensing was observed. Patient was asymptomatic. Programming changes will be made at the next clinic visit.

Event description:
New information notes that farfield p-wave oversensing was still observed. Several programming changes were made, but did not resolve the oversensing. The device was determined to be in normal operation. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.